Event description:
The pt called lfs alleging that their one touch ultra meter was prompting the error 2 message and would not power on. The error 2 message would appear when the "m" button was being pressed and the meter would not respond to a test strip insertion. The pt contacted their physician and they were advised to call lfs. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative walked pt through troubleshooting and the issues were unresolved. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.